Manufacturer narrative:
Medtronic received additional information that this valve was explanted and replaced due to aortic stenosis. The patient's symptoms included recurrent episodes of congestive heart failure (chf) with admissions to the hospital for shortness of breath. No other adverse patient effects were reported.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one year, post implant of this bioprosthetic aortic valve, this valve was explanted replaced. No failure mechanism and no other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.